Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular defibrillation, superior vena cava (svc) defibrillation and pacing impedances were varying, and the svc defibrillation impedance triggered an alert for an undefined high level due to a loose implantable cardioverter defibrillator (ICD) set screw. A procedure was done to successfully tighten the set screw, and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.